Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the power cord plug has a damaged live pin.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿ the power cord plug has a damaged live pin." The unit was triaged and the customer¿s reported condition was confirmed. The power cord was replaced. The device fully checked for functionality and patient electrical safety according to manufacturer's guideline and is technically efficient and safe in use. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2006 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.